Manufacturer narrative:
Citation: matthew b. Potts, md, maksim shapiro, md, daniel w. Zumofen, md, eytan raz, md, erez nossek, md, keith g. Desousa, md, tibor becske, md, howard a. Riina, md, and peter k. Nelson, md. Parent vessel occlusion after pipeline embolization of cerebral aneurysms of the anterior circulation. J neurosurg january 6, 2017 the device was not returned as it was implanted in the patient; therefore, product analysis of the pipeline devices was not able to be performed. The model and lot numbers of the pipeline embolization devices implanted were not reported in the article. Additional information has been requested from the main author of this article, however no further information has been provided. Should the requested information become available, a supplemental report will be submitted. The authors performed a retrospective review of all anterior circulation aneurysms consecutively treated at a single institution with the ped through 2014, identifying those with pvo on follow-up imaging. The causes of pvo in this series were not confidently identified by the authors. The authors note that the cases of delayed pvo in the literature have been reported to occur soon after discontinuation of clopidogrel, either as prescribed by the treating physicians based on medical necessity or follow-up imaging 6,9,13 or when self-discontinued by patient. Based on the reported information, there did not appear to have been any defect of the device during use. After reviewing the IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is related to the patient condition. Reference mdrs 2029214-2017-00301, 2029214-2017-00302, 2029214-2017-00303 for this subject. Other mdrs from this literature review: 2029214-2017-00295, 2029214-2017-00296, 2029214-2017-00297, 2029214-2017-00298, 2029214-2017 -00299 2029214-2017-00300, 2029214-2017-00304, 2029214-2017-00305, 2029214-2017-00306, 2029214-2017-00307, 2029214-2017-00308, 2029214-2017 -00309, 2029214-2017-00310, 2029214-2017-00311, 2029214-2017-00312, 2029214-2017-00313, 2029214-2017-00314, 2029214-2017-00315, 2029214-2017-00316, 2029214-2017-00317, 2029214-2017-00318, 2029214-2017-00319, 2029214-2017-00320, 2029214-2017-00321, 2029214-2017-00322 2029214-2017-00323, 2029214-2017-00324, 2029214-2017-00325, 2029214-2017-00326, 2029214-2017-00327, 2029214-2017-00328, 2029214-2017 -00329. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that this patient experienced symptomatic parent vessel occlusion (pvo) 6 weeks after pipeline embolization procedure. This (B)(6) patient presented with a transient ischemic attack (tia) and was found to have a cavernous aneurysm in the right internal carotid artery (ica) measuring 35.4mm with a neck width of 9.9mm. The patient was treated with 3 pipeline devices. Upon discharge the patient was prescribed a 6 month minimum of dual antiplatelet therapy with aspirin and clopidogrel. However, the patient self-discontinued antiplatelet medications approximately 1 week post embolization and subsequently presented to an outside hospital with a non-dominant parietal lobe stroke 6 weeks after embolization. CT angiography at the time demonstrated pvo. The patient underwent 5 year angiographic follow-up that demonstrated persistent parent vessel and aneurysm occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.